Manufacturer narrative:
We have requested the return of the cited monitor and electrodes used on the patient at the time of the reported event.

Event description:
Draeger medical systems has received information from a customer that a newborn patient received burns to the skin while using our gamma patient monitor and electrodes for measuring respiratory output. The customer has removed all draeger patient monitors from service pending the results of our investigation.